Event description:
Additional information reported that on (B)(6) 2013 the 'extension was disconnected and the lead was tested.' The testing results found that the lead had 'bad impedances.' It was noted that 'one lead was bad.' It was additionally noted that on the same day 'a lead and her battery were replaced.' The reason for battery replacement was reported as being due to the battery nearing 'end of life.' The patient was stated to be 'doing great' at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a shocking or jolting sensation. The patient had been having a shocking sensation at the pocket site for the past year. It was noted, the patient had fallen in the past and that the fall had made the shocking sensation worse. It was noted when palpated with stimulation off there was a nerve shocking sensation that felt like "pinching." It was noted, there were impedances greater than 3600 ohms on 0-7 lead. It was also noted, the patient was recharging more than expected. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 377745 lot# n0031713, implanted: 2005 (B)(6), product type lead product ID: 377745 lot# n0028123, implanted: 2005 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID: 3708140 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).